Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated the user alleged the insulin pump was under delivering insulin and over delivering insulin. Customer advised their doctor asked them to allege the over and under delivery. Customer tested the insulin pump and advised the device worked properly as designed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.